Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was evaluated and no video faults were found. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k autoclavable camera head was not displaying an image during use. There was no patient harm reported from this event.